Event description:
It was reported intermittent occlusions occurred. Reportedly, the customer uses humalog insulin over 48 hours, tandem technical support educated the customer on proper use. The customer's blood glucose level was displayed as "high"; a specific value was not provided to 526 mg/dl. Elevated blood glucose was addressed with a manual dose injection.